Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: 101-9812, model: 101-9812, serial: n/a, batch: 27535575. Product family: superion implant, upn: 101-9812, model: 101-9812, serial: n/a, batch: 27535575.

Event description:
It was reported that the physician aborted the implant procedure after multiple attempts to place superion indirect decompression spacers. The patient was not implanted and the procedure was canceled.